Event description:
The following has been reported: customer reported: reported/incident date: 08/07/2024 office location: (B)(6) pump serial number: (B)(6) type of alarm: no on-screen alert pump infusing? No patient harm? No hard power reset? Yes result of power reset? Alarm resolved reported by: hho nurses -"the nurses have a chemo pump that is alarming. The screen is locked and not responding to touch. Unable to power down." -no alert on screen; screen displayed log in keypad. -channel lights were red on both channels. Instructed to have nurses hold down power button for a full 30 seconds. Pump powered down. Upon restart, no alarm. Logs pulled. Nurses instructed to perform a test infusion of 30 ml over 15 minutes (result pending). A preliminary review of the logs identified the following issue: processor hardware failure (linux core) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned due to the pump alarming and the touchscreen not responding to touch. During investigation, unable to set pump on standby mode, it can only be stopped by a hard shut down. Logs from customer were reviewed and call out a som failure. The pump was able to pass infusion test at the customer location. The som will need replaced to allow device to fully revert before testing can be conducted. No other damage noted.